Event description:
It was reported the patient was no longer receiving stimulation. The patient had not charged her ipg for six months. Her ipg was replaced with a new one and the patient is now receiving effective stimulation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Results: the complaint was confirmed. As received, the ipg was non-responsive as a result of being depleted for an extended period. Per the event details, the patient stopped charging her system for over 6 months. Analysis confirmed user error; per 56-0167 DHR review is not required. No product analysis checklist form was initiated because product testing cannot give any additional information regarding the customer's complaint per 56-0258. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.